Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: intact left breast prosthesis that was explanted is an unspecified mentor saline breast prosthesis, catalog number and lot numbers both unknown. Deflated right breast prosthesis that was explanted is an unspecified mentor saline breast prosthesis, catalog number and lot numbers both unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses when the right prosthesis deflated after implantation. As a result, the patient underwent bilateral explantation and replacement surgery with mentor smooth round high profile 380cc saline breast prostheses on (B)(6) 2018. During replacement surgery, the left replacement prosthesis deflated. There was no patient consequence for this intraoperative deflation. The deflated left breast prosthesis was replaced with a mentor smooth round high profile 380cc saline breast prosthesis on (B)(6) 2018. This medwatch report is for the left breast prosthesis that deflated during the replacement surgery.

Manufacturer narrative:
On 06/19/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/22/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered two rents. Rent a measuring approximately 0.1 cm and rent b measured approx. < 0.1 cm; both located on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor incorrectly reported the implantation date and explantation date for this event. The correct implantation date is (B)(6) 2018 and the correct explantation date is (B)(6) 2018. (B)(4).